Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resumes insulin without changing supplies, thus continuing use of the pump for insulin therapy.